Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs and reproduced the error by trying to detach a tip in mainte mode function. Fse resolved the complaint by removing and cleaning the tip discard chute. Fse validated the analyzer by successfully performed quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. The aia-2000, serial number (B)(4), was installed on (B)(6) 2022. A complaint and service history review for similar complaints was performed from installation date (B)(6) 2022 through aware date 31aug2022. There were two other similar complaints identified during the searched period including this case. Aia-2000 operator's manual on the appendix 4: error messages: (4041) sorter y-axis home detection failure. Cause: there is a possibility that the dispensing nozzle was interfered with an obstacle such as cap of primary tube. The measurement result will be flagged with the ss flag. Or a command or adjustment value (p05, 191-210) was given for movement beyond the maximum movable distance of the main arm z-axis in the maintenance operation solution: remove an obstacle such as cap of primary tube, if any. The most probable cause of the reported event is due to tips caught in tip discard chute.

Event description:
A customer reported getting error message "4224 main arm z-axis limit overrun¿ on the aia-2000 analyzer, the analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for alpha-fetoprotein (afp). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.